Event description:
It was reported that the pump miscalculated boluses. The customer's blood glucose (bg) level decreased to 30 mg/dl. The customer consumed carbohydrates to address their bg. Technical support educated the caller on correction bolus calculations with insulin on board, though the caller did not acknowledge that the calculation was correct after factoring in this information. It was confirmed that carb ratio and correction factor settings were entered correctly. Upon further review of the pump logs, the pump was confirmed to be working as intended.